Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately four weeks post implant procedure, the right atrial (ra) lead exhibited high thresholds, undersensing and low impedance. It was determined that the lead had dislodged. The lead repositioned and remains in use. No patient complications have been reported as a result of this event.